Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The prestataire stated, "other (please specify)-the cannula did not insert correctly.." The patient's blood glucose level rose to 297 mg/dl while wearing the pod. The patient did not require medical assistance. No further information was provided.